Event description:
Freestyle sensors were malfunctioning (incorrect readings), and also blistered my skin. I replaced the sensor twice and both times my skin became painful & blistered unable to wear the sensor. No testing was done, only special cleansers and basic wound care. Patient codes: 4545, 4537, 1994. Device codes: 1535, 4001. Ref report: mw5179979.